Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. The device image was reviewed and no bpa detection was noted. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature battery depletion.